Manufacturer narrative:
Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information. Patient information was not obtained due to privacy laws.

Event description:
It has been reported to philips that during a diagnostic procedure, the wireless footswitch lost its connection with the azurion system. The procedure was completed using the wired footswitch. The customer is currently using the wired footswitch instead of the wireless footswitch.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.